Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: the cutter failed the test cut. The cutter will need replacement. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00371 initial reporter's telephone number: (B)(6).

Event description:
It was found during product evaluation, that the cutter did not pass the test cut. No adverse events are associated with this malfunction. No harm or delay was noted. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information.